Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. The customer also reported that she had been experiencing high blood glucose levels for several weeks leading up to the call. Blood glucose level at the time of the incident was between 380 mg/dl and 400 mg/dl. The customer reported treating with bolus or manual injections. The customer did not recall any significant events leading up to the keypad issues. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit received with unresponsive act button due to flattened dome (no crease). Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads.